Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Per package insert, knee femoral components: instability, poor range of motion are known adverse effects of this procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Concomitant medical products: tibial component, catalog#: 00588604610 lot#: 63502644. Report source: foreign; (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total knee arthroplasty; subsequently, the patient was revised due to loss of range of motion from excessive scar tissue around the implants and instability.